Event description:
It was reported that the fiber tip detached at 229263 joules and that the tip was retrieved without patient injury. The physician stopped the procedure and no other fiber or procedure was used to complete the case.

Manufacturer narrative:
(B)(4).